Manufacturer narrative:
Follow-up # 1 (08/14/2013)-product evaluation: the analyses of the returned subject meter and accessories were completed on 08/07/2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The meter including the cable and adaptor met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging the patient¿s onetouch verio iq meter's battery was not charging. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began approximately 10 pm on (B)(6) 2013. The patient manages her diabetes with lantus insulin and is a self adjuster. She reported that in response to the alleged issue she took 10 less units of lantus (60 units instead of 70) on the same date/time the issue occurred. The patient denied developing any symptoms of high or low blood glucose and denied receiving any form of medical intervention as a result of the alleged issue. At the time of troubleshooting, the csr noted that the meter was not being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.